Event description:
It was reported that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was reported that the customer received a new loaner pump and programmed the basal rates without the doctor assistance. Then the customer's glucose level increased and the customer was admitted in the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.